Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on august 2, 2011 with the following findings: the meter has passed testing with no faults found. 510(k) # is k082590.

Event description:
On (B)(6) 2011, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ping meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that the alleged product issue began on (B)(6) 2011 at 8:30am. The reporter stated that the patient manages her diabetes with insulin (unknown type and dosage) and denied making any changes to the patient's normal diabetes management routine in response to the reported issue. A "few hours" after the alleged product issue began, the reporter claimed that the patient developed symptoms of "thirst and frequent urination" but denied receiving any treatment in response to these symptoms. At the time of troubleshooting, the cca determined that the correct type of test strips was being used and that there was no evidence of misuse. The cca also noted that the batteries did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because although product analysis (pa) test results came back that the subject meter passed testing with no faults found; the reporter claimed that the patient developed symptoms suggestive of a serious injury.